Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached and that remote monitoring was disabled. Technical services (ts) suspected that this was related to high impedance device behavior and recommended explant. This device was subsequently explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.